Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery (rca) that was narrow and heavily calcified. The xience xpedition 3.0 x 15 mm stent delivery system (sds) could not pass through the lesion due to the tortuous and calcified anatomy. After several attempts, the stent implant nearly dislodged from the balloon. The sds was removed without resistance and the stent remained on the balloon. After withdrawing the sds, the procedure was successfully completed using another stent. There was no reported clinically significant delay in the procedure. No additional information was provided.